Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that the automated impella controller had a malfunctioning purge disc. The aic was replaced and a new console placed for patient use. During the aic exchange. It was noted that the patient's condition continued to decline without improvement on support. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported issue has been completed. The device was received for evaluation. Logs were downloaded and analyzed, but they were found to be irrelevant for the reported failure. The purge disc retainer was confirmed to be broken. Before returning this console back to the customer, field service was instructed to replace the purge disc retainer, validate sensor accuracy via section 12 of the pm procedure (0042-7309), and perform a full functional check on the console and optical system (0042-7316). The cause of the issue was a defective component. The cause of the broken purge retainer was likely due to the wear and tear of the plastic component as well as additional unnecessary force when inserting the purge disc into the purge disc retainer. During prior cases. This report is being filed as part of a retrospective review of historical records.